Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the patient suddenly had trouble breathing and an increase in cardiac rate. The physician thought it might have been due to a pulmonary embolism. The lead and the device were implanted. The patient went for an angioscan, the results came back negative for an embolism. It is believed that the patient had experienced a sepsis episode. The patient was stable before, during and after the procedure.